Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at below rated burst pressure, the balloon ruptured. The device was removed from the patient's body without problem. The procedure was completed with a different device. No patient complications were reported and the patient was in good condition.